Event description:
The manufacturer received information alleging a trilogy evo o2 device failed internal flow verification test at a third-party service center. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the third-party 's service center the root cause of the malfunction was determined to be the blower assembly. The technician recommended replacing the blower assembly to address the issue. No further investigation is required at this time. Additionally, the device's particulate filter and the inlet filter, blower bellows seal, and blower mount were replaced due to dust contamination. The air inlet foam filter is missing and was replaced. The tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2, were replaced due to contamination for saline solution. The device was repaired and passed all final testing.